Event description:
Customer reported an occlusion alarm, with multiple previous occurrences. There was no adverse impact to their blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Frequent occlusion issues were noted, and additional assistance was requested.